Event description:
The surgeon implanted the manufacturer's knee system and the pt was reported to be doing well following the surgery. Approximately one week following this original surgery the pt fell and broke a bone in their leg. The surgeon performed a revision surgery and used a pin (another manufacturer's device) to set the bone. Approximately one week following this revision surgery, the pt again fell down which opened the incision from the second surgery. Another surgeon, who was on-call at that time performed a second revision to replace the tibial insert.